Manufacturer narrative:
Additional information provided: device identification & device manufacture date. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set would not disconnect from the mating device after the completion of a bone marrow transplant. The customer further reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing set would not disconnect from the mating device after the completion of a bone marrow transplant. The customer further reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction on initial report; initial reporter name and address, profession, and occupation.

Event description:
It was reported that the tubing set would not disconnect from the mating device after the completion of a bone marrow transplant. The customer further reported that there were no adverse effects caused to the patient from the event.